Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection; however, the reported issue could not be confirmed during product evaluation. Visual inspection and functional testing identified no abnormalities in the forceps opening/closing mechanism, tip alignment, sheath condition, electrical conductivity, or connection state when tested with the customer-owned esg-300 under the reported settings (softcoag e3/80w). A definitive root cause could not be identified. Based on the investigation results, it is possible that significant moisture, such as blood or mucus present at the treatment site, reduced the high-frequency current density during the procedure, resulting in difficulty achieving hemostasis despite normal device performance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B2: the date of death is unknown. While the customer reported the patient later died after having an angiography on (B)(6) 2026, there is no definitive date of death at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 1 of 2: it was reported that the patient experienced impaired consciousness and was brought to the hospital. After examination, the results were normal, so the patient was sent home for observation. The following day the patient presented to the hospital due to vomiting blood. A gastric ulcer was discovered, and while attempting hemostasis with generator and forceps, the amount of bleeding was massive. The endoscopic procedure became difficult and was changed to angiography, but the patient later died. It was additionally reported that the generator was tested the next day and there was no abnormalities identified. According to the doctor, the forceps is believed to be defective. Additional information from the customer was requested but no information was obtained at the time of this submission.